Event description:
It was reported that death occurred. The patient presented for an urgent coronary angiogram. Vascular access was obtained via the right femoral artery. A 6f 3.0 non-boston scientific (bsc) guide catheter was used to cannulate the left anterior descending artery (lad) ostium. Two non bsc guidewires were introduced, one in the lad and one in the left circumflex artery (lcx). A 2.50 x 12mm balloon was used to pre-dilate the target lesion at 10 atmospheres. A 3.0 x 38 synergy drug eluting stent was deployed at 12-14 atmospheres without issue. A check shoot showed excellent result with timi-3 flow. There was no evidence of residual stenosis/flap/dissection. The patient suddenly had severe chest/abdominal pain followed by brady arrest. The patient had hypotension and bradycardia, and stopped responding. Cardiopulmonary resuscitation was performed, intubation and ventilator support started, but the patient did not survive. The official cause of death was sudden cardiac arrest. In the physician opinion, the device and procedure did not contribute to the patient death.